Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the solenoid valve, tube set for ise, other tubing, mixing bar and reagent syringe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
A customer in brazil reported he generation of erroneous ise (ion selective electrolyte) patient results on their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide data for review.